Event description:
Additional information received reported that the patient died of cardiac septicemia and respiratory failure. The cause of death was not device related.

Event description:
It was reported that the patient passed away shortly after a spinal cord stimulator trial was completed. The date of the death was not known. It was not known if the death was related to the trial/device. Additional information has been requested, but none available as of yet. If further details are reported, a follow up report will be sent.

Manufacturer narrative:
Supplemental submitted to update patient and device codes. (B)(4).

Manufacturer narrative:
Date not known. Lead: model 3778, lot# unk, implanted/explanted: unk. Lead: model 3778, lot# unk, implanted/explanted: unk. (B)(4).